Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked when blood oozes from the end of the indwelling needle while performing an indwelling needle puncture on a child, pull it out immediately, reassure and explain, and re-puncture the child.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review (lot#4145137): 1) this batch of products were assembled at intima ii auto line 2 in jun 2024, and packaged at r240 & cfs package line in jun 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information is available.